Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The physician implanted a taxus express2 3.0x16 drug eluting stent to an unknown vessel. No patient complications were reported. Stent placement was well positioned and well apposed. Dual antiplatelet therapy was prescribed post procedure. Approximately 2.5 years later, the patient presented to the hospital, collapsed and required cardiopulmonary resuscitation and intubation. The ECG was indicative of anterior region infarct. The pt was stabilized and angiography revealed thrombosis of the previously implanted taxus stent. The thrombosis was ballooned, unknown type and size, and a non bsc bare metal stent was placed, unknown size. Timi-iii flow was achieved post procedure. The patient was still prescribed dual antiplatelet therapy, however, the patient's spouse reported to the physician that the patient did not always take the tablets. Additional information regarding this event has been requested.